Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-jul-2022, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose /rattling. Also found failed battery charging bench test. It was not charging and would not power on. Tm90 micro usb port/hub is visually damaged (micro usb port bracket broken and burnt l3 on charge board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an external device to an implantable pump infusing fentanyl and bupivacaine for non-malignant pain. It was reported that the patient's communicator was not working. The patient rep stated that they had charged it for 36 hours, but it wouldn't turn on. During the call, the patient rep tried to turn the communicator on but it wouldn't respond. An agent sent a request to repair to replace the communicator.